Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Rotor offset calibration was performed which resolved the door closing issue. The imaging system then passed the system checkout and was found to be fully functional. (B)(4) are applicable to this system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system door was closed but had the door open error on the screen. There was no patient involvement.